Event description:
It was reported that the patient had an inappropriate shock due to a fast atrial fibrillation. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.